Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, b3, b5, b6, h6.

Event description:
Patient further reported textured exchange due to concerns with the device. Ultrasound reports received diagnosing capsular contracture grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient's relative reported right side nodules and capsular contracture, baker grade IV. Device remains implanted.

Event description:
Patient´s relative reported "nodules and capsular contracture baker grade IV via routine examinations". Later patient reported "capsular contracture baker grade IV and nodules via pfn, alterations related to mammoplasty, signs of initial capsular contracture, there are no signs of intracapsular or extracapsular rupture. And there are no nodules or cysts via ultrasounds and related to the global recall of textured breast implants". Later patient reported "no lump on the right side and grade IV capsular contracture". Later patient reported "the risk they pose, as indicated in the 2019 recall". Later patient representative reported "pain, hardening, and deformity in the breasts", "grade IV capsular contracture (baker IV)" and "oily cysts". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.